Event description:
A report was received stating, prior to use, a bronchial cuff did not deflate completely. During a follow-up with a covidien representative, the cuff was found to function as it was intended when the tube was straight. It was also found that the physician, the reporter, did not know the tube should be straight for the cuff to be properly deflated. There was no patient involvement.

Manufacturer narrative:
The returned endobronchial tube was inspected for the reported "cuff won't deflate" issue. The returned sample was found to be within specifications. The reported issue was not confirmed in the returned sample. (B)(4).

Manufacturer narrative:
(B)(4).